Event description:
It was reported to philips that the system gave an alert that the stand movements were partially available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the customer was performing a coronary procedure, which was completed after restarting the system and was delayed by less than 20 minutes. The philips field service engineer (fse) inspected the system onsite and found that partial geometry movements were possible and that there was a problem with the c-arm control. Analysis of the log file showed that a "post gib failed" error had occurred, and the reported malfunction, "geometry partial movements were possible," was confirmed. Upon troubleshooting, the fse checked the system voltages and monitored arc behavior. Geometry calibrations were reviewed, and the error was successfully reproduced during the calibration of the bodyguard sensor. To resolve the issue, the fse verified and cleaned the bodyguard, and the calibration was repeated. A full geometry calibration was then performed successfully. After the restart and calibration, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation with no or minor delay. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure with no or minor delay. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. As such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.